Event description:
During a procedure, the hand piece had caught on fire.

Manufacturer narrative:
Conmed has received additional information for the reported events and a confirmation that the device in question will not be returned for an evaluation. At the beginning of an adenotonsillectomy, the handpiece was activated and the staff noticed a flash in the patient's mouth. The handpiece was immediately removed from the patient's mouth and saline was poured into the patient's mouth. The patient sustained a burn in and around the right side of their lip. The patient received medical intervention in the form of kenalog-10 and bacitracin ointment. At this time, conmed is unable to determine whether the product in question had malfunctioned. As the patient sustained a burn that required medical intervention, conmed is filing this event with the f.d.a.

Manufacturer narrative:
The customer had reported the handpiece had caught on fire. Immediately, conmed sent questions to obtain further details. The first attempt to gain information was on (B)(4) 2012. Three follow up messages were sent, but conmed has not received anymore information. Conmed is expecting a sample for an evaluation, and conmed will file follow up report when either more information is received and\/or, the sample in question is evaluated.